Event description:
The customer reported that the probe on the provue analyzer dispensed incorrect amount of red cells reagent into the mts gel cards during antibody screen testing. Incorrect or no dispense can lead to erroneous test results and transfusion of incompatible blood. The operator detected the issue preventing the possibility of erroneous results from being reported.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the site and determined the reagent spinner was not functioning properly. The fe replaced the reagent spinner discs and probe to return the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident.